Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Full lead returned an analyzed. Additional observations of all conductors distorted, all conductors blood/body fluid (not obstructed) and damaged at implant. The analyst also commented that a competitor guidewire was partially in the lead at time of analysis. It was easily removed from the lead.

Event description:
It was reported that there was dislodgement of the left ventricular (lv) lead. The lead was extracted and replaced. During the replacement procedure there was difficulty extracting the guidewire from the lv lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.